Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer sticked. A field service engineer arrived on site and inspected the unit. Initial testing confirmed that the drawer was functioning correctly, although it occasionally stuck during operation. To resolve the issue, the dog bones on the drawer rails were replaced and the unit was retested. The final test confirmed that the unit was operating properly. The customer completed inventory and was satisfied with the results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es system, drawer failed, drawer opens but does not detect as fully opened. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get medications from the pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h device manufacture date and device eval by manufacturer. This supplemental MDR was submitted to reflect the correct manufacture date and device eval by manufacturer.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system, drawer failed, drawer opens but does not detect as fully opened. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to get medications from the pharmacy. There were no adverse events or injuries reported based on this event.